Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report issues with the insulin pump. Customer reported that he thinks the pump is broken. Customer reported that there is damage to the pump. Customer stated that he is experiencing high blood glucose levels. Customer's blood glucose at the time of the incident ranged from 340 mg/dl to 590 mg/dl. Customer reported that he took 40 units of insulin and did not eat. Customer also reported that he changed the infusion set and bolused with the pump. Customer reported that blood glucose levels remained high. Customer reported that he treated with a manual injection and blood glucose did drop to 380 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.